Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 517 mg/dl due to bent cannulas. The customer treated their blood glucose levels with manual injections. The customer stated that they had issues with the adhesive tape not sticking. Customer reports bolus history displays all entries based on their recollection. The customer did not troubleshoot and did not send the product back for analysis.